Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected by another hcp with an unknown juvéderm vista product in the ¿forehead, and nasolabial folds.¿ the patient also had surgery to remove dark circles. Approximately three months post injections, the patient experienced ¿delayed allergy (swelling, heat sensation) on the face and it became bumpy.¿ the patient was treated with anti-allergy medication and some hyaluronidase was injected. The symptoms have calmed down but have not completely disappeared.